Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on cgm. Reportedly, the customer did not bolus. Elevated bg was addressed with a correction bolus via the pump. It was also reported that the pump was warm to the touch despite being in room-temperature conditions and that the battery was depleting quickly. The customer continued to use the pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.